Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. The keypad cover was said to be 'thinning.' This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/09/2015 with the following findings: on investigation the alleged button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was worn but undamaged. The ¿up¿ and ¿down¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.